Manufacturer narrative:
During follow-up, the patient said the ultra m14 works fine, and there were no defects or malfunctions. He reported the lot number of the ultra m14 he was currently using, but said he didn't know if it was the same as the units he used in february and march. He requires the sterile technique, which cannot be performed with an ultra m14 only without other supplies. He did not acquire uti's when using the sterile closed catheterization system, and used the ultra m14 when unable to order the closed system.

Event description:
Intermittent catheter patient (user) stated the ultra m14 catheters gave him a urinary tract infection (uti). During follow-up, the patient reported he was prescribed an antibiotic, took the full dosage and course, but the same uti returned again in (B)(6). He was prescribed another antibiotic, took the full course, and finally recovered.